Manufacturer narrative:
Investigation summary: one event unit was returned for evaluation. Upon inspection, engineering found that the catheter body was kinked and the balloon could not be inflated. No damage was noted on the cutting wire. Engineering tested the unit returned and found that the cutting wire functioned as intended. It is likely that the balloon could not be inflated due to the presence of solution from the event blocking the balloon. The exact root cause of your experience remains unknown. All acucise endopyelotomy systems undergo 100% inspection during the manufacturing process. The instructions for use (IFU) state, "place the generator in the "ready" mode. Activate the cutting wire at 75 watts and simultaneously inject the additional 1.7cc of contrast media in the balloon over a period of approximately 3-5 seconds. As the balloon inflates, the stricture is incised." This document represents our final report.

Event description:
Pyelone - stenosis (structure) - "placement of catheter according to instructions to correct position. X-ray control (correct). Then cutting for 5 seconds with wallylab kanstik (no reaction). Another 3 attempts, another x-ray control(structure still ok). Kanstik device exchanged, instruments exchanged, new acucise did not work as well. (Hf power supply defective??)" Patient status - "stable."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.